Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified venous side. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During first inflation. The balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.